Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: ba25-110/120-30 bifurcated, lot: 1278502-006, release date: 10/14/2014, exp. Date: 09/26/2017.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated device and a vela suprarenal aortic extension. On (B)(6) 2015 upon follow-up, computed tomography revealed an endoleak which looked like a possible type 2 or 3a. The sac was 8cm and it looked as though there was some component movement from original implant and that overlap in the originally long renal to bifurcated may have been compromised. Patient was taken emergently on (B)(6) 2015 for angiogram with possible intervention. Aortograms were completed in several projections to identify source of endoleak. It was determined that the patient had a very large type 2 backfilling from the inferior mesenteric artery (ima) and lumbar system. There was contrast blushing between components which would have signified a type 3a. Given some of the component movement noted on sagittal views, the physician elected to bridge the components with an infrarenal aortic extension. The bridge cuff was placed successfully and ballooned to mold components. Completion angiogram still showed a persistant type 2 through the ima. Patient is doing well.